Event description:
It was reported that prior to starting a da vinci surgical proceudre, it was noted that the cable of the mega suturecut needledriver instrument was off track. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. One grip close cable was broken at the distal idlers. The idler pulleyspun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's grip cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.